Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). No known impact or consequences to the patient. Scratched material. (B)(4).

Event description:
It was reported that the aq2010v silicone three piece lens was scratched. The lens was inserted and removed without any patient injury. The reporter stated the event was the result of tech/surgeon's error.

Manufacturer narrative:
Results: visual inspection of the returned lens showed the optic was torn and a piece of the optic was torn off with a haptic and missing. (B)(4).